Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles, ranging from very small to a half inch in size, were noted to be coming out of the cartridge. The customer's blood glucose (bg) level was impacted; however, the exact value was not provided. Reportedly, the customer had not performed the air removal step when loading the cartridge. The customer was instructed regarding the proper load process.